Event description:
It was reported that during a procedure it was immediately discovered that the foot pedal was working only intermittently. The procedure was completed without further complications, using a bovie medical device. There were no patient complications as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.